Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that there was a leak of chemotherapy at the level of the junction of the y tubing, i.e. At the bottom of the needleless connector. The needle is not doing the job as expected. There was no harm to the user. There is a danger for professionals and family members to be exposed to a cytotoxic agent (chemotherapy spill). Response received 26 july 2023. Patient has "neo rectum" and is receiving folfiri (5-fu) for treatment. Flow was observed during treatment via positive displacement pump (x2) and with infuser in progress at home. They changed the infusing needle 2 times during its pump treatment. The patient leaves to go home and noticed discharge persists. Patient refused the reinstallation of the needle and therefore 5-fu treatment via infuser not received completely. This report addresses the first needle.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that there was a leak of chemotherapy at the level of the junction of the y tubing, i.e. At the bottom of the needleless connector. The needle is not doing the job as expected. There was no harm to the user. There is a danger for professionals and family members to be exposed to a cytotoxic agent (chemotherapy spill). Response received 26 july 2023. Patient has "neo rectum" and is receiving folfiri (5-fu) for treatment. Flow was observed during treatment via positive displacement pump (x2) and with infuser in progress at home. They changed the infusing needle 2 times during its pump treatment. The patient leaves to go home and noticed discharge persists. Patient refused the reinstallation of the needle and therefore 5-fu treatment via infuser not received completely. This report addresses the first needle.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a crack in the y-site was confirmed. The returned sample was found to exhibit the same features as a known issue and the root cause was found to be within the scope of the known issue. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by customer that there was a leak of chemotherapy at the level of the junction of the y tubing, i.e. At the bottom of the needleless connector. The needle is not doing the job as expected. There was no harm to the user. There is a danger for professionals and family members to be exposed to a cytotoxic agent (chemotherapy spill). Response received 26 july 2023. Patient has "neo rectum" and is receiving folfiri (5-fu) for treatment. Flow was observed during treatment via positive displacement pump (x2) and with infuser in progress at home. They changed the infusing needle 2 times during its pump treatment. The patient leaves to go home and noticed discharge persists. Patient refused the reinstallation of the needle and therefore 5-fu treatment via infuser not received completely. This report addresses the first needle.

Event description:
It was reported by customer that there was a leak of chemotherapy at the level of the junction of the y tubing, i.e. At the bottom of the needleless connector. The needle is not doing the job as expected. There was no harm to the user. There is a danger for professionals and family members to be exposed to a cytotoxic agent (chemotherapy spill). Response received (B)(6) 2023 patient has "neo rectum" and is receiving folfiri (5-fu) for treatment. Flow was observed during treatment via positive displacement pump (x2) and with infuser in progress at home. They changed the infusing needle 2 times during its pump treatment. The patient leaves to go home and noticed discharge persists. Patient refused the reinstallation of the needle and therefore 5-fu treatment via infuser not received completely. This report addresses the first needle.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a leak at the connection between the y-site and the needleless injection cap was confirmed but the cause is unknown. Four photographs of the implicated 20g powerloc max safety infusion set were returned for evaluation. An arrow was seen drawn onto the photographs indicating that the leakage was occurring at the joint between the needleless injection cap and the y-site luer adaptor. A small drop of fluid was seen emanating from this connection. It could not be determined from the photograph if the leak was occurring through the threads of the interfacing devices or if the y-site connector was damaged. There were no distinguishing features which could aid in identification of a specific root cause for the leak. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by customer that there was a leak of chemotherapy at the level of the junction of the y tubing, i.e. At the bottom of the needleless connector. The needle is not doing the job as expected. There was no harm to the user. There is a danger for professionals and family members to be exposed to a cytotoxic agent (chemotherapy spill).